Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient representative regarding implantable neurostimulator. The reason for call was caller stated that they got a message on the handset "neurostimulator battery empty. The neurostimulator battery has been depleted. Therapy is no longer available. Contact your clinician. Service code 302". Agent reviewed information to the caller and redirected them to patient's hcp for further assistance. Patient rep called back in stating the patients implanted battery only lasted 4 years, and asked if that was normal, because they were told it should have lasted 8-12 years. Agent reviewed implant battery longevity is usage based. Caller stated they were upset that no one told them that. Agent asked if caller or patient ever saw eri message, and caller denied. Caller stated they have to wait 2 months to get into patients doctor. Agent reviewed information and redirected caller to healthcare provider. Caller was escalated and disconnected call. No symptoms were reported.